Manufacturer narrative:
(B)(4). Concomitant medical products: oss reinforced yoke, oss segmental femoral rt, oss axle, oss diaphyseal segment. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent revision due to pain and implant fracture. Patient reported pain started approximately six months prior to revision.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of actual product received. Visual examination of the returned products confirmed the reported event as the femoral stem has fractured at the stem diaphyseal segment junction. The stem is gouged and scratched which likely occurred during removal. Analysis of the fracture surface determined that the product experienced a fatigue fracture likely initiating from two sites and terminating at ridged artifact found. The taper surface was analyzed and suggests that taper fretting may be present and contributed to the fracture initiation. Device history record (DHR) was revised and no discrepancies were found. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.